Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that an area of the around the display was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is not being reported because there is no impact on insulin delivery function and no delay in treatment. The device was returned to the manufacturer and investigation completed 09-aug-2018. On investigation, the battery and cartridge compartments were noted to be cracked/damaged. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.